Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2014-00087: screw 1.

Event description:
An implanted acutrak mini screw was bent due to a patient fall. The screw was explanted on (B)(6) 2014.